Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that on (B)(6) 2017, the device's cuff had an inflation/deflation issue. The customer reported there was no patient involvement.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. Inspection verified all the components were within specification and assembled according to manufacturing process. The damage observed in the sample would have been detected immediately in the manufacturing process. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.